Event description:
The following information was provided, by the initial reporter. It was reported, that the main socket was damaged. There was no patient involvement. And no patient harm/adverse event reported. The following information was provided, by the investigation. Downstream occlusion (dso) seal is coming off.

Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Ac connector is broken and downstream occlusion (dso) seal is coming off. Functional testing performed? Yes. The problem stated, by the customer, was replicated as ac connector is broken. However, this is not considered a reportable event. The dso seal coming off is considered, a reportable event. The printed wireless assembly (pwa) board and dso seal will be replaced. The service history review identified, there was no indication that the complaint was related to a service of the device within the review period.